Event description:
The customer contacted spacelabs healthcare to report that their xhibit central station (xcs) would occasionally become frozen. It was stated that the customer would perform a hard shut down and the device would function normally again for a period of time before becoming frozen again. The issue has become more frequent over time. There was no reported patient injury as a result of the issues with the xcs. A product support specialist (pss) reviewed the xcs logs and found that the device was freezing due to the computer running out of memory. The pss further identified the memory issues indicated a problem with the microsoft windows extensible storage engine (ese), which can cause database file's integrity or access, leading to potential application malfunctions. The pss advised the customer's field service engineer (fse) to perform a clean installation of the xcs software to prevent further issues with the xhibit software. After the fse performed a clean install of the software on the xcs, the device passed functional testing and was returned to service.